Event description:
It was reported shoulder anthroscopy procedure, the anchor broke off into the patient and stayed in the patient's bone. It was reported that the surgeon preps the site by using a 3.8 gold taper all. After the surgeon impacted the anchor , he tried to tighten the gas cap to make sure the suture was tighten to the anchor and that is when the incident occurred. The surgeon tried to remove the broken piece but was unsuccessful. The surgeon successfully completed the procedure with a 5.5 device using the same opening. It was confirmed that the sutures were removed from the patient.

Manufacturer narrative:
Anchor broke off into the patient and stayed in the patient's bone. Additional 510(k) k093897. Only the delivery device was returned for evaluation. The proximal portion of the peek anchor was not returned. The inner driver advanced and the torque limiter functioned as intended. Based on provided evidence no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).